Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. Procedure or therapy performed was l1-l2 dlif. It was reported that while implanting the cage into the patient, the threaded part of the cage proximal to the inserter tip broke off. The threaded portion broke off and stayed on the inserter, a few other pieces broke off and they were recovered from the patient. Cage could not be removed at this point, was over halfway into the disc space and therefore the cage was left in the patient. There were no symptoms reported. There were no further complications reported regarding the event. No broken fragments were left inside the patient also retrieved the threaded portion around the inserter and the other two broken fragments from the cage. No additional surgery is planned to explant the cage.